Event description:
It was reported to philips that the device prompts that the electrode cable is faulty. There was no patient involvement.

Manufacturer narrative:
The asp evaluated the device at the site and found that the hands-free cable (m3508a) needed replacing. However, the customer refused repairs since the device was out of warranty. The customer refused philps repairs. The investigation concludes that no further action is required at this time.